Event description:
The following was reported by a davol sales rep: the ventralex st mesh was placed on (B)(6) 2012. The pt presented to the ER on (B)(6) 2012 with abdominal pain. The surgeon ordered 2 CT scans and gave pt antibiotics. The pt's belly became distended over the weekend and band of hemotoses was seen across the belly. The pt had not had a bowel movement for a few days and air was observed in the bowel walls. When the surgeon removed the mesh on (B)(6) 2012, there was fluid around the mesh and cultures were taken. At this time, the cultures did not show any infection. The surgeon closed the defect primarily. The pt is doing well.

Manufacturer narrative:
Visual examination of the returned device noted a small amount of tissue was attached to the mesh side of the patch. The sepra side of the patch was blood stained and there was no tissue attached to this side of the patch. The patch was noted as being somewhat irregular in shape and not completely round. It is not known if the patch may have been trimmed by the user prior to implantation. There were no sutures or tacks found in the patch and no fixation holes were noted on the patch. Two areas of the patch were curled up. One section toward the mesh side and the other section toward the sepra side. The IFU states do not cut or reshape any portion of the ventralex hernia patch (as this could affect its effectiveness), except for the monofilament polypropylene positioning strap. Care should be taken not to cut or nick the pet recoil ring. If the recoil ring is cut or damaged ring insertion of fixation add'l complication may include bowel or skin perforation and infection. At this time, there is no way for us to conclusively determine what caused the irregularities in the patch that were noted during examination. The warning section of the IFU also indicates that if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. It was reported that cultures taken did not show infection. Based on the info provided and the sample eval, no definitive conclusion can be made at this time.